Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) presented with intermittent sensing of ventricular tachycardia (vt) and some dropout on the electrogram (egm). It was reported that at the defibrillation threshold (dft), the device induced, but did not appropriately sense ventricular fibrillation (vf) and external conversion was required. Lead diagnostic measurements appeared to be within normal ranges and stable. It was also noted that the egm from the vt episode clearly showed large complexes that should have been sensed and that there were no significant changes in daily measurements. The physician caller inquired whether this was a lead or device sensing issue and if the lead could have been nicked/damaged during the previous change-out procedure.